Manufacturer narrative:
Literature reference: doi: 10.4244/eij-d-17-00461. If information is provided in the future, a supplemental report will be issued.

Event description:
Resolute drug eluting stent devices were used to treat patients with coronary artery disease. A coronary angiography was repeated at the nine-month follow up, at which point a patient death occurred along with binary re-stenosis and late lumen loss.